Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt weak and unwell. The right atrial (ra) lead exhibited undersensing. The right ventricular (rv) lead exhibited short v-v intervals, non-physiologic marker intervals, oversensing, t-wave oversensing (twos), the lead was reprogrammed and then exhibited undersensing. Both leads were reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.